Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that person with diabetes pwd received a line blocked alarm and then she removed her cleo and cannula is bent. Pwd tried to insert another cleo, and the needle would not deploy. Pwd was able to get the cleo inserted with a third cleo. There was no patient injury.